Event description:
The customer reported the sys displayed a communication error and would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the generator interface board and the generator driver board. The sys operates as intended.